Event description:
The customer reported via phone call that the insulin pump alarmed button error and that she was unable to clear the alarm. The customer's blood glucose was 255 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer explained that the insulin pump was in her bra. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent button response due to corroded act button keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, broken reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.